Event description:
Veteran found with face squashed into side rail, right lateral ecchymosis to area of orbicularis oculi, no open skin tears. Diagnosed with side rail entrapment/injury. Family notified, conservative management for contusion. FDA safety report ID# (B)(4).